Event description:
Implants placed 5/31/97 in the mandible. Bone quality felt solid at procedure, with no complications during surgery. 1 week post-op, wound appeared stable and patient reported no discomfort. On7/2/97, patient reported swelling on both sides. Examination a showed mobility and excessive bone loss, implants were removed: one person affected.